Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the reported event of peritonitis requiring hospitalization and antibiotic therapy. There is however no documentation or indication the liberty cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. During follow-up on (B)(6) 2018, the pdrn attributed causality to touch contamination. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During routine follow-up, a peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized from due to peritonitis (symptoms unknown). Peritoneal effluent fluid cultures were obtained at the hospital on (B)(6) 2018. The cultures were positive for staphylococcus epidermidis, and the patient was treated with vancomycin (route, dosage, frequency and duration unknown). The pdrn stated the patient performed pd therapy while hospitalized, and continued pd therapy post discharge. Causality was attributed to touch contamination; however the details surrounding the event are unknown. Per the pdrn the patient is recovering. The hospital discharge summary remains unavailable, as such; the hospital course is largely unknown. Additionally, it is unknown if any fresenius device(s) or product(s) were utilized during the course of the hospitalization.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.